Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up when post-sensed t wave oversensing was observed. The device was reprogrammed and the oversensing was resolved.